Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports circumferential red rash to her peristomal skin under the mass and white tape collar. This red rash extends beyond the white tape collar on both sides approximately 50mm. She does experience itching from this area. She has had this red rash like area off and on for years. End user saw her doctor and was prescribed mometasone furoacte ointment 0.1 percent and clobetasol propionate 0.05 percent be applied to the red rash in which she alternates between these 2 products.